Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged the pump having pump error 38, 53 & 4 alarms. During power up, the unit received pump error 38 during rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to the pump error 38. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple stuck motor alarm (38) on (B)(6) 2021 14:30:00. 14:30:23.. On (B)(6) 2021 13:40:00. And pump error 53 alarm line number = 5632, file number = 2005 on (B)(6) 2021 14:30:12. No unexpected pump error 4 noted during testing or in the file history. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit had scratched case. The unit p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, pump error 38 during rewind due to a jammed gearbox. And pump error 53 alarm due to software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm but did not receive request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.